Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump dispensed 40-100 units of insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/08/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:a review of the pump black box data revealed no indication of a load step malfunction. During testing, the load step was completed successfully with no alarms. The force sensor calibration reading was within specifications. The pump case was removed, and the solder around the force sensor pin was observed to be damaged.